Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the purge cassette was leaking and was replaced by the medical staff. It was reported that this resolved the issue.

Manufacturer narrative:
D6b: explant date is unknown. D4: no product found with the information provided by the customer. UDI, lot number, serial number, expiration date is unknown. H4: the manufacturer date is unknown. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
B1 and h1: updated reportability . H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the fluid leak was not determined as no defects were observed with returned product and limited clinical information was provided. Clinical rationale: an impella 5.5 was surgically placed via the right axillary/subclavian artery in a 62-year-old male patient with cardiomyopathy. The patient¿s clinical state prior to support was unknown. During support, the clinical team observed a fluid leak from the purge cassette. No alarms were triggered, and no de-air procedure was required. The purge cassette was removed and reinserted into the console, which immediately resolved the leak. There was no reported impact on pump function, hemodynamics, or patient stability. The patient remained on impella support and was ultimately successfully weaned, surviving to explant. No additional contributing factors were identified, and no device malfunction was alleged by the clinical team. Based on the available information, the observed fluid leak appears consistent with a purge-system handling or cassette-seating issue rather than a malfunction of the impella device or purge cassette. The event resolved with reinsertion and replacement of the cassette, and the device continued to function as intended throughout support. No evidence suggests a device-related performance failure or contribution to patient harm.

Manufacturer narrative:
D6b: added explant date.